Event description:
Nurse attempted to remove cap off of 30ml insulin syringe, orange cap came off as did needle safety device. Needle was bent. Manufacturer response for 30 ml insulin syringe with safety device, syringe insulin 0.3ml 31gax0.25in safetyglide (per site reporter). Waiting to hear their response.